Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on yesterday afternoon with blood glucose of 454 mg/dl. The customer experienced symptoms such as positive results in ketones test, nausea, vomiting and abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer report they did not allege insulin pump was under delivering. The customer was treated with fluid, intravenous and insulin shots. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.